Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg/dl). Customer consumed carbohydrates to treat their bg level. System check with tandem technical support indicated pump was performing as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.

Manufacturer narrative:
On 01/04/2017: a review of the pump logs did not indicate any low blood glucose (bg) levels recorded. There were two small basal rate adjustments and three bolus requests observed. The first bolus request wasn't until almost 3:00pm. The bolus requests were made without entering current bg levels or still having insulin on board (active insulin in the body). Making bolus requests without entering current bg levels or still having insulin on board could lead to low bg levels. The pump logs do not indicate that the insulin pump caused or contributed to low bg level. There is no evidence of a malfunction or failure of the pump.